Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of angina and stenosis are listed in the xience v everloimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2011, the patient underwent a coronary procedure, with implantation of a 4.0 x 23 mm xience v stent in the proximal left anterior descending (lad) artery. On (B)(6) 2016, the patient was re-hospitalized with unstable angina. Coronary angiography was performed and noted restenosis of 90% at the proximal lad. Balloon angioplasty was performed and medication was administered. The patient condition resolved on (B)(6) 2016. No additional information was provided.